Event description:
Affiliate reported that a CT scan confirmed the distal catheter was broken and migrated out of the abdominal cavity. As a result, the valve and a part of the proximal part of the broken distal catheter were removed. The pt is currently under observation. The distal catheter in the abdominal cavity will be removed in a few days.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected, no defects were found. The device was tested and found to be fully functional. The distal catheter was not returned, there was only a little piece of the catheter still attached to the valve. It had been torn. It is not possible to determine the root cause of the torn catheter. It might be possible that the catheter had come in contact with a sharp instrument. This however, could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.